Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported that the patient had seeping sores under the lifevest and that the device was rubbing her skin. The sores were reported to be under the front therapy electrode pad. During a follow up on (B)(6) 2015, it was reported that the sores were above the therapy electrode pad and that the patient had a bandage over the area. During a final follow up on (B)(6) 2015 the patient reported that the area had not improved but her doctor had prescribed her antibiotics which she was planning to start using that day. The final medical outcome of the irritation is unknown. No allegation of a device malfunction contributing to the skin irritation.